Manufacturer narrative:
(B)(4). The customer returned one, opened sac kit for evaluation. No definite signs-of-use were observed. The guide wire tubing was not returned with the sample. Visual examination revealed two kinks/bends on the guide wire body. No other defects or anomalies were observed. Visual analysis could not be performed on the guide wire tubing as it was not returned for analysis. Additionally, the kit packaging contained crease marks; however, it cannot be determined if these crease marks were created due to storage and shipping or by the customer after the kit was opened. Therefore, the root cause for this complaint cannot be officially determined. The kinks/bends in the guide wire were located 134mm and 184mm from the distal end. The total length of the guide wire measured to be 349 mm which is within specifications of 345mm-355mm per product drawing. The outer diameter of the returned guide wire measured to be 0.510 mm which is within specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was completed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained two kinks. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, the root cause cannot officially be determined as the guide wire tubing was not returned for analysis. Analysis of the tubing would need to be performed to determine if the kinking indeed occurred while inside the packaging. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when opening the catheter, it presented a bend inside the guide wire of the protective plastic." No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "when opening the catheter, it presented a bend inside the guide wire of the protective plastic." No patient involvement.